Event description:
The patient was wearing the pod between 36 and 48 hours before the adhesive completely separated from the infusion site causing the cannula to dislodge. The patient was playing at the playground when the incident occurred. It was reported that the patient had a snack, followed by elevated blood glucose levels. The patient usually preps the insertion site by wiping with an alcohol pad and securing the pod with skin-tac. The patient was able to successfully apply a new pod. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.3.hardware: iphone12.1.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.